Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2018-11927. Reference MFR. Report#: 1627487-2018-11928.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-11927, reference MFR. Report#: 1627487-2018-11928. Follow-up revealed the patient underwent surgical intervention. During the procedure, the anchor associated with the lead that had migrated was found to be broken. In turn, the broken anchor was explanted and replaced along with the associated lead that had migrated. Surgical intervention addressed the patient's issue. Note: both of the patient's lead are being reported as explanted because it unknown which device was replaced.